Event description:
A healthcare professional reported that nm-m4013 lot#0025268 implant lacked primary stability on tooth #26 due to low torque. A secondary implant was placed after removal. The implant was removed during implant placement with no report of observable clinical symptoms. According to the information, the patient is healthy. The device was forwarded to the manufacturer. No other medical issues were reported.